Event description:
Infant in isolette when nursing staff heard isolette temperature probe alarm sound. Nursing staff observed smoke coming from front of isolette. Infant immediately removed from isolette. No smoke noted inside the isolette. Isolette turned off, unplugged and removed from room. No harm to infant noted.

Event description:
Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working.